Manufacturer narrative:
The physician reported that there were no issues with the ion system. System logs are not available for review.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, after the ion portion was completed and while performing the airway survey and bronchoalveolar lavage, the patient experienced bleeding that was treated with cold saline, epinephrine and suctioning of the airways. The patient was transfused one unit of blood, stabilized and transferred to the intensive care unit where a second unit of blood was administered. The estimated blood loss was unknown. The patient was discharged 3 days after the procedure. The target nodule was 3 centimeters in size and located in the left upper lobe (lul) close to a major vessel. The physician informed the endoluminal sales representative that the patient was on an unspecified blood thinner that had been stopped before the procedure. The surgeon stated that there were no issues with the ion system and potentially the bleeding was from the forceps biopsy site.